Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Additional information provided indicates that the patient associated with this report is not going to be revised.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. It was further reported that patient has been dislocating; however, there is not a revision procedure planned or necessary at this time.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient has been scheduled for revision due to dislocation however, no revision has been reported to date.